Event description:
It was reported that the patient received an inappropriate shock due to oversensing, which was found to be caused by the lead position in the heart. Additionally, it was noted that the lead thresholds were not acceptable. The lead was repositioned, and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.